Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
An observational evaluation was performed by r&d on the valve as received. Leaflet creases, apparently originated from commissure 2, were observed on leaflets 1 and 2 from inflow (atrial) perspective. A white implanting suture was found looping and damaging both leaflets from outflow (ventricular) side of the valve near commissure 2 that was covered by host fibrous (pannus) tissue (figure 1). Moderate to severe pannus tissue overgrowth was noted on leaflet 1 from outflow perspective. The host tissue growth on the inflow side is unremarkable. There are two small calcification nodules near the free edge of leaflet 1 near commissure 2 depicted by x-ray imaging. No appreciable tissue calcification on other leaflets is evident. Miner tissue degeneration was noted on leaflets 3 near the commissural and wireform areas. Multiple sewing ring damages were also noted on the valve as received that are presumably related to the valve explant. The leaflet constraint by suture looping and the host tissue growth appear to be the primary reasons for the malfunction of the valve observed in vivo. The device serial number was obtained from dismantling valve. Updated d4 and h4. Device manufacture date. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. The root cause of the suture looping was likely due to procedural factors at the time of implant.

Manufacturer narrative:
Evaluation summary: customer report of stenosis was confirmed through observed host tissue overgrowth. Report of regurgitation and suture loop jamming were confirmed through observed suture looping. X-ray demonstrated calcification on host tissue overgrowth and minimal calcification on leaflets 2 and 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 1 on the outflow aspect. Host tissue on the stent circumference was moderate at the inflow aspect and minimal on the outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Leaflet indentations were observed on leaflets 1 and 2 at commissure 2 and a suture was found looped around commissure 2. Leaflets 1 and 2 were torn from commissure 2 by the suture by approximately 6mm. Wireform was exposed at commissure 2 and around leaflet 2 on the outflow aspect. Sewing ring was cut around leaflet 1 and sutures remained around the sewing ring. The reported event was confirmed through the initial evaluation of the subject device. The device has been sent for further analysis. A supplemental report will be submitted with findings once the evaluation has been completed.

Manufacturer narrative:
(B)(4). Suture looping occurs when the surgeon inadvertently loops a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. Whether caused intra-operatively or post-operatively, cases of suture loop will typically require re-operation. In this case, the surgeon indicated that the suture looping likely caused the patient's stenosis and regurgitation. The explanted device has been returned for evaluation; however, the analysis has not yet begun. A supplemental report will be submitted with findings once the evaluation has been completed.

Event description:
Edwards received information that this 25mm pericardial valve, implanted eight (8) years, was explanted due to mitral stenosis and regurgitation secondary to suture looping. The valve was originally implanted for mitral valve replacement. In the early postoperative period, mitral stenosis was slightly detected. Since that time, stenosis became worse recently, and the device was replaced with a mechanical valve with no adverse patient effects reported as a result of the valve replacement. At explant, the leaflets appeared being pulled in toward the left atrial. After explant, a suture was confirmed to be looped around a stent by observation from the outflow aspect. The surgeon thought this event was a stenosis case caused from the early postoperative period; however, it was a stenosis and regurgitation case likely due to suture looping. Tricuspid annuloplasty was also performed. The patient's status was reported as under treatment in the ICU.